Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in norway, during alignment of a 29mm sapien 3 valve in the descending aorta, there was difficulty aligning the valve on the balloon. After several attempts the valve was correctly aligned and the valve was placed on the balloon. The valve was positioned in the native annulus. During valve deployment, the valve moved back on the balloon and the balloon inflated distally to the valve, resulting in the valve not expanding. The valve and delivery system were able to be withdrawn into the sheath and removed as one unit. New devices were used and a 29mm sapien 3 valve was successfully implanted. The patient's aorta was reported to be quite tortuous with little calcification. The patient's native annulus was 571mm2 with little calcification.

Event description:
Additional information was received. During valve deployment, leakage was seen coming from the delivery system. Images were reviewed and did not show any rupture. The leakage from the delivery system was thought to be due to a small hole in the balloon. During valve alignment, the pusher was not withdrawn.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Upon visual analysis, the distal crimp balloon was torn proximal to the inflation balloon to crimp balloon bond, and the crimp balloon was still bonded to the balloon shaft. Compression and minor damage on the flex tip was observed on flex tip face, and a partial circumferential break/cut on flex shaft at flex tip to flex shaft bond was observed, potentially due to valve alignment or attempts at withdrawing the crimped valve through the sheath valve seals. No applicable functional testing could be performed due to the condition of the returned device (separation at crimp balloon and unavailable/missing device components). Dimensional analysis of the wall thickness of the crimp balloon was measured and found to meet specification. A review of DHR and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The damage noted on the flex tip may provide evidence of this occurrence. If the valve is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to the tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment. Engineering studies to confirm these conditions were performed, and engineering was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. The complaint for torn balloon was confirmed based upon the returned condition of the delivery system. The complaint for valve alignment difficulty could not be confirmed. The process of valve alignment during the procedure was not provided for imagery review; however imagery revealed the patient had severe vessel tortuosity and available information supports that procedural factors (performing valve alignment in a tortuous portion of the anatomy) contributed to the event. The complaint for valve movement on balloon was confirmed based on image review. The flex tip location restricted proximal balloon inflation and allowed for fluid to only inflate the distal portion of the balloon, which forced the valve to shift proximally on the balloon. Therefore, procedural factors (flex tip on balloon during inflation) can be attributed to the complaint of valve movement on balloon during the procedure. No manufacturing non-conformances were identified in the returned complaint device. No labeling or IFU inadequacies have been identified. Due to the high criticality level for the balloon torn failure mode, a pra has been initiated.